Event description:
Pt revised for pain. Xrays revealed osteolysis. Found polyethylene wear, and loosening.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening based on the provided info. The devices were reported to have been implanted approx thirteen years, which could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l be received, the investigation will be re-opened.